Manufacturer narrative:
(B)(4). Insulin pump was received with partially broken reservoir tube lip, missing reservoir tube o-ring and missing reservoir retainer. Unable to perform displacement test and reservoir unable to lock into place due to partially broken reservoir tube lip, missing reservoir tube o-ring and missing reservoir retainer.

Event description:
The customer reported that the battery of insulin pump was ran out. The customer¿s blood glucose level was 266 mg/dl at the time of incident and other relevant blood glucose level was 102 mg/dl. The customer noticed blood in sensor. The customer stated that they would not like to continue troubleshooting for site issue. The insulin pump will be returned for analysis.